Event description:
The customer states there was a stator error displayed on the system.

Manufacturer narrative:
The ge svc rep found the stator error on c-arm. Checked the breaker was popped. He reset the breaker tested by booting and fluoroing repeatedly. The system is working as intended.